Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 2 instances of cartridge compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 14 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, 9 were found to be malfunctioning due to damaged cartridge compartments. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 14 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-58 years of age and between 45 and 200 pounds. Of the reported patients, 10 were male, 3 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2018, there were 3 instances of cartridge compartment and cap failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) program.